Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl, which were treated with manual injection. Customer's blood glucose at the time of call was 324 mg/dl. Customer reported of receiving no delivery alarms. Troubleshooting was performed and customer was advised to monitor pump. Infusion sets would be replaced as customer ran out.